Manufacturer narrative:
The technician found the head down valve was stuck open allowing the head section to drift. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head section is drifting down.